Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as the returned unit met current specifications and no damages or non-conformances were found.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the trocar was being inserted into to the abdomen. Patient was undergoing laparoscopic cholecystectomy. While inserting the trocar into the abdomen, the valve got dislodged and fell into the abdomen. It was directly identified and removed. The trocar, which was leaking air now, was removed and replaced with a new one. Additional info received from applied medical representative on 12-jan-23 via email: after contacting the hospital to make sure that the given item was the right one, the hospital and mainly the person who was responsible for giving it to us assured that the correct unit was given. The dr was asked again what he saw exactly, dr [name] said that they saw something like a 'black rubber ring' in the abdomen, so they directly assumed that it fell from the trocar, since all trocars being used were from applied medical. It was mentioned to him that none of our internal valves have a ring-like shape, and doctor was also asked for a recording or a screenshot of the piece that was seen inside the abdomen, but he said that there is none. After returning the unit for investigation and after making sure from the hospital that it was the right one, it was shown that there was no internal valve dislodgment. Doctor was asked if he thinks it might have fell from somewhere else, but he said he does not know. Intervention: the valve was identified and directly removed from the abdomen. The trocar, which was leaking air now, was removed and replaced with a new one. Patient status: no effect on patient, immediate action was taken.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the trocar was being inserted into to the abdomen. Patient was undergoing laparoscopic cholecystectomy. While inserting the trocar into the abdomen, the valve got dislodged and fell into the abdomen. It was directly identified and removed. The trocar, which was leaking air now, was removed and replaced with a new one. Intervention: the valve was identified and directly removed from the abdomen. The trocar was removed and replaced with a new one. Patient status: no effect on patient, immediate action was taken.